Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed the proximal weld on the thumbloop and rotator housing had failed and disconnected. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm the failure mode of weld failure. In addition to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. If relevant additional information/investigation results are provided a supplemental report will be submitted.

Event description:
It was reported to aesculap inc. That a prestige atraumatic grasper (part # 8361-10) was tested in the sterile processing department (spd) prior to being returned to circulation. According to the complainant, while performing the tug test, the weld separated. The complaint device was available to be returned to the manufacturer for evaluation. No patient involvement. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The malfunction is filed under reference xc (B)(4).